Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen became unresponsive and could not be unlocked; the user was guided to restart via the mobile app and noted a chip on the touchscreen, after which a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a touchscreen issue consistent with a fracture and a stress problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.